Manufacturer narrative:
This supplemental report is being submitted to provide the updated lot number and review of the device history records (DHR). Please see updated sections: d4,g4, g7, h2, h3,h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the OEM (original equipment manufacturer) and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause is most likely from user mishandling/excessive force on the device. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device was found with a chipped, damaged insulating tip. In addition, the passage was found with missing red dot from the shoulder screw. The identified parts needs to be replaced. Device was placed for repair. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found with damaged ceramic tip, broken beak. The reported issue was found during reprocessing of the device. There was no patient involvement on this report. No user harm or injury was reported.